Manufacturer narrative:
Troubleshooting of the device with the customer identified that the AED was placed into service without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. The AED would chirp and flash a red asi until the AED's condition is addressed or the battery pack becomes completely depleted. This AED entered service on 08/16/2023 without pads attached. Pads were not attached until 01/10/2024. On 09/02/2025 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 10/03/2025 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 03/13/2026 when a replacement battery pack was inserted into the AED. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack. The review identified that the AED functioned as designed and can stay in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED functioned as designed and could stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.